Event description:
Customer reported back to back blood glucose results of 36 mg/dl, 39 mg/dl, hi which on the advantage sys indicates a result in excess of 600 mg/dl, 502 mg/dl, 52 mg/dl and 582 mg/dl on the advantage sys. Customer reported symptoms of hypoglycemia, for which he was able to self treat. A request was made for the return of the sys, replacement was sent.